Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle was removed. The customer's blood glucose was unknown at the time of incident. The customer was unable to troubleshoot for the needle anomaly due to past event. The customer also reported calibration not accepted alert and change sensor alert. The sensor will not be returned for analysis.